Manufacturer narrative:
The insulin pump had minor scratches on the display window, scratched case, broken battery tube threads, a cracked reservoir tube lip and cracked case at the reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported that the insulin pump's display was badly scratched and difficult to read. Customer's mother also reported that the device's battery compartment was cracked and a piece had chipped off. Blood glucose level at the time of the incident was 80 mg/dl. The customer's mother was advised that the insulin pump would be replaced and agreed to return the product for analysis.